Event description:
It was reported that the cause of death was the loss of the power to the heartmate system. There were no device malfunctions but the patient's handling of the device was the cause of the death. The device was operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a total loss of power to the patient's primary system controller could not be confirmed through this evaluation. No device-related issues were discovered during the evaluation of (B)(6). A direct correlation between the pump and the patient's outcome could not be determined through this evaluation. No system controller log files from the time of the reported event were submitted for review; however, a log file was successfully retrieved from the returned system controller, serial number (B)(6). Review of the log file showed that the downloaded data appeared to have been from a backup system controller following a controller exchange. The initial reported total loss of power to the patient's primary system controller could not be confirmed and the specific events leading up to the patient's expiration could not be conclusively determined through this evaluation. Per the reported information, the device operated as intended with no malfunctions prior to the loss of power and the cause of death was attributed to the patient's handling of the device. Upon disassembly of the returned pump, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the returned portions of the percutaneous lead (lead) revealed no wire discontinuities or shorts. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the lead segments. The returned portions of the lead were suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Following cleaning of the device, microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Functional testing of (B)(6) revealed normal pump power consumption and pressure values that were within manufacturing specification. The pump operated as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate ii lvas. The heartmate ii lvas patient handbook addresses exchanging power sources, outlines all system controller alarms as well as the proper actions associated with them, and contains an emergency response checklist. In addition, both the patient handbook and IFU explicitly state that at least one system controller power lead must be connected to a power source at all times and if both power leads are disconnected at the same time, the pump will stop. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jun2018.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was found unconscious with no power supply by a relative on (B)(6) 2020. The cause of death is unknown. No further information was reported. Related manufacturer's report number: 2916596-2020-03174.